Event description:
It was reported that during a training/demo of the da vinci system, the universal surgical manipulator (usm) was having an error. The staff had tried to hard-power-cycle the system two times and tried to adjust the usm with no change. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue . The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found 23118 error indicating motor encoder incremental track had slipped on the usm 0x2 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23118 error was triggered indicating fault on the 0x2 axis, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where ¿cav characterization¿ was found to be failing on the 0x2 axis. Once testing was completed, the pitch chipencoder virtual absolute (cva) was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to sensor errors of the pitch cva printed circuit assembly (pca). It can be resolved by replacing usm.